Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. No problems were encountered during testing. A visual inspection determined there were no reported issues. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:59:53. During night drain cycle one, the patient's ultrafiltration reading was 791ml, indicating the home patient (hp) drained 791ml more than their maximum programmed fill volume of 100ml. No additional information is available.